Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. Patient's condition was stable.

Event description:
New information received notes that reprogramming was performed on 13 aug 2021. Patient was in stable condition throughout.